Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. An infusion set change was performed and an additional occlusion alarm occurred. The customer's blood glucose (bg) level was between 250-300mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed using the current supplies and insulin was not observed exiting the infusion set tubing during the load fill tubing sequence and an air bubble was observed at the end of the tubing. An infusion set tubing change was performed and the customer successfully delivered a correction bolus. Tandem technical support recommended the customer to reach out to their healthcare provider in order to sample other types of infusion sets.